Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the issue occurred with multiple cartridges. Ultimately, customer was able to load a new cartridge onto the pump. Customer's blood glucose level was not impacted.